Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting, as the estimated remaining longevity had decreased to approximately eight months of battery. Lead output was set to max. The patient underwent a surgical intervention to remove the pacemaker and implant a similar product successfully. No additional adverse patient effects were reported.